Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported "can no self-checking". This report is consistent with a self test failure. There was no pt involvement.